Manufacturer narrative:
Product ID: 3998, lot# la1743, implanted: (B)(6) 2002, product type: lead. Product ID: 3998, lot# l98516, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient¿s physician attempted to remove their leads and the process ¿started to cause some nerve damage when removing them and they stopped.¿ the patient reported their leads remained implanted and were ¿capped¿ following the attempted removal ¿may be two years after the implant.¿ the manufacturer¿s database indicated the leads were removed on (B)(6) 2002. It was reported the patient underwent ¿manual searches¿ when he went to the airport. It was stated ¿their wands go off when they go over where the leads are and then they take me in a room and I have to be strip searched.¿ it was noted the patient¿s ¿toes and back are fused and he has a lot of metal in his body¿ and that ¿everything sets it (the metal detectors) off and they freak out every single time.¿ the patient was redirected to their health care provider (hcp). A supplemental report will be filed if additional information is received.

Event description:
Additional information noted that tissue had grown around the leads causing the difficulty in explant.